Event description:
The aortic cannula is composed of a plastic tip which is bonded into a plastic tube. The tip diameter is slightly smaller than the tube diameter, resulting in a raised ridge of material around the circumference of the tip. The user reported their concern that this raised portion could interfere with the placement of the cannula into the aorta. In 2001, subsequent to the original report in 8/01, the manufacturer was informed that the user believed that, in use of the cannula, more damage was done to the aorta than is typical for this type of surgical procedure. Because the user has asserted generally that more repair to the aorta than is typical was required, this report is being made. Attempts to contact the user to understand exactly what occurred have been unsuccessful.